Manufacturer narrative:
Additional information:model #, serial #, expiration date, catalog #, lot #, other #, UDI #. Device manufacture date.

Manufacturer narrative:
It was reported that femoral fit was not making full contact and surgeon stabilized the block as firm as possible. After the distal cut was made, surgeon noticed that the cut was made with almost an extra 15-20 degrees of flexion. The associated cutting block kit was not returned for evaluation. However, an engineering evaluation by our visionaire team noted that upon review of all parameters, it was determined that segmentation was evaluated and found to be outside visionaire standards. Part of the anterior osteophyte was under segmented, leading to block fit errors and misalignment. Our clinical analysis noted that the patient impact beyond the minor 15-minute surgical extension is not anticipated based on communication of surgeon satisfaction with the outcome and patient ¿recovering well¿. Consequently, the alignment engineer along with the segmenter have taken steps to ensure that all surgeon preferences are met going forward. At this time we feel these actions will prevent recurrence of this failure. Additionally, rep/surgeon must take note of preop plan and engineer feedback to avoid potential problems. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened.

Event description:
It was reported that femoral fit was not making full contact, surgeon stabilized the block as firm as possible. After the distal cut was made, surgeon noticed that the cut was made with almost an extra 15-20 degrees of flexion. Surgeon had to redo the distal cut with the standard instruments and proceed accordingly.